Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer nurse reported the data at their philips intellivue information center (piic) was not matching the data on the bedside monitor. The device was in use on a patient. There was no report of patient or user harm.